Event description:
Additional information received reported another occurrence of a volume discrepancy problem. The hcp was alleging something amiss with the pump, as the last three times they have filled the pump, the amount of medication that they pulled out did not match up with what the programmer anticipated. The specific volumes were not provided.

Manufacturer narrative:
Concomitant product: catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was now further reported that the patient¿s ptm refill date was not accurate. Reportedly, re-updating the pump with a physician programmer did not resolve the issue. The patient stated that a few months prior, the ptm would read the wrong fill dates and the pump and ptm would always have different dates. In addition, the pump would buzz one time and they would pull 2, 3, 4 cc¿s out of the pump. Further, the patient noted that the bolus would not work correctly.

Event description:
It was reported that at the patient's refill 'a month ago prior to the most recent refill,' his healthcare provider (hcp) pulled out more medications than what should've been remaining in pump (specific volumes were not reported). However at the patient's most recent refill there were no volume discrepancies. It was added that hcp did not do further diagnostics. Drug delivered via the device was dilaudid. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was later reported that the patient had been having ¿a lot of problems with the pump¿ and noted ¿I may have to go to surgery again because my lead might be blocked off¿. The patient noted that the personal therapy manager (ptm) refill date was changing when they performed a bolus and that the ptm had not worked right for a while. The patient noted at his last two refills the hcp had been drawing out too much medication (as previously reported). The patient also noted that during one of his refills the pump was alarming and the hcp could not figure out why. The hcp speculated that there was either an issue with the pump or the catheter ¿might be blocked¿. The patient stated he did not want to have another surgery, thus he wanted the pump turned off. The patient was looking for someone to check the pump. The pump was delivering dilaudid. Additional information has been requested, but was not available as of the date of this report.